Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). Upon trying to withdraw the device, the implant coil detached at the intended location and it was held in place with a stent. It was noted that there was no attempt to detach the implant coil with an instant detacher. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4).